Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced erosion of the mesh on (B)(6) 2020. It was reported that the patient underwent surgery to remove the mesh on (B)(6) 2020. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.